Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged usb connector. A receiver charge and boot was performed and failed due to the receiver not communicating with the pc global communication tool. The log was not downloaded for review due to the receiver not communicating with the pc global communication tool. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.